Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the left ventricular (lv) lead exhibited high pacing impedance, and loss of capture. Lead fracture was also noted. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture, failure to capture, and high pacing impedance were not confirmed. As received, a complete lead was returned in four pieces for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion breaching both ring electrode cable lumens at the s-curve region. Internal shorts between conductors and multiple damages to the lead consistent with procedural damage were observed. No further anomalies were noted.